Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported she was experiencing high blood glucose and wasn't sure why. Customer's blood glucose was 16.7mmol/l. Troubleshooting was done on the device. The drive support cap was normal. Settings were verified and correct. Customer reported the device had a crack located on the screen and between the b and esc button. Battery cap looked like it was chipped. Damage to the device was not caused due to a car accident; it was caused through normal wear and tear. Customer stated the device was dropped and bumped several timers. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked lcd window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked battery tube threads and broken battery cap. Drive support disk was inspected and no anomaly noted.